Event description:
The lead was explanted due to a possible fracture. The physician attempted to replace this lead but was unable to gain access to the cs with a new lead, so no lv lead was placed at this time. Should additional information become available, this file will be updated.